Event description:
Add'l info rec'd from MFR 10/15/02: at this time MFR has no add'l info regarding lot or serial number of the device, and because the device was not returned, they are unable to provide an analysis.

Event description:
Pt had a dissecting distal right vertebral artery aneurysm that had ruptured and caused subarachnoid hemorrhage. Facility was asked to perform endovascular treatment by occluding the vertebral aneurysm with coils. During deposition of the 6th gdc coil, significant resistance was felt. Upon slightly withdrawing the microcatheter it became evident that the previously detached 5th coil was locked in the microcatheter against the 6th coil, which they were attempting to deposit. They could neither deposit nor withdraw the 6th coil from the microcatheter. Upon further withdrawal of the microcatheter from the aneurysm, it became evident that the previously detached 5th coil was being withdrawn into the parent artery. The 6th coil then fractured at the detachment zone and embolized into the parent vessel. The 5th coil remained partially in the aneurysm with a long segment, 2-3 cm, extruding into the parent vessel. The problem, which rptr has encountered on a prior case approx 1 year ago, is that the inner diameter of the microcatheter they were using. (An excelsior catheter from boston scientific) is such that two coils can ride up against each other and become "locked". The proximal portion of detached "stretch-resistant" coils is straight and seems to have a tendency to protrude back into the tip of the microcatheter once detached. If this happens, during placement of the next coil the two coils may become locked together in the microcatheter tip. The co currently considers the excelsior catheter to be compatible with their t10 coils. Rptr feels this problem indicates that the excelsior catheter should not be used when t10 coils are to be deployed.